Manufacturer narrative:
B3: date of event: requested, but unknown. D4: expiration date: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: territory support specialist. H4: device manufacture date: unknown, as the involved lot # was not provided. The details of the actual condition were unable to be determined as the actual sample was not available for evaluation. Since the lot number is unknown, an evaluation was not performed. The associates who were tasked to perform specific functions throughout the manufacturing process undergo training and qualification. The product 100097 is a 3ml syringe with a 22g and 19mm needle, which is qualified to be assembled at needle assembly machine 3. Our needle assembly machine has a cannula removal unit that can detect all misaligned cannulas from the cannula lifting plate. All detected misaligned cannulas shall be scraped and fall into the catch pan at the backside to eliminate bent cannula. During the protector loading process, there is a jig pin hold to prevent extra movement of the jig pin, a cannula work holds to secure the cannula, and a protector guide (serves as a cap-feeding guide) to support the protector and keep it from coming into contact with the cannula tip. After loading the protector, it will be pressed into the hub with a uniform force to ensure proper fit. This process features a high protector alarm that detects protruding or misaligned protectors before pressing. The affected jig of the high protector alarm will be inspected for misalignment of the protector and possible bent cannula/protector puncture, and the affected product will be discarded. We perform product confirmation when changes are made in the machine, such as machine start-up, after machine maintenance, after machine adjustment/troubleshooting, after power fluctuation, after validation/sampling, lot change/type change, and after machine cleaning. There is also product inspection after machine trouble, where the check items are protector puncture, tilted cannula, and bent cannula, as applicable. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities of the assembled products. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. Only passed lots are allowed to be shipped. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. It undergoes an incoming inspection which includes visual inspection, dimensional inspection, and verification of the quality certificate. The supplied cannula raw material is tpc inspected wherein the overall visual condition of the cannula has been checked. No records were checked since the lot number is unknown. From the previous two fiscal years to the present, we have received a total of thirteen (13) complaints for the same issue, the cause of these complaints was not identified as being related to our product or the manufacturing process. Based on the investigation, 10 out of 13 cases are multiple complaints that resulted in needlestick injury due to the protector recapping. The representative samples were simulated to aspirate the sterile water from the vial of medicine. The result showed that there were no instances of a bent needle or cannula during the aspiration and protector recapping. The root cause of the complaint could be a user error. The bent needle most likely occurred during aspiration of the product, resulting in needlestick injury while it was being recapped. No retention samples or lot history files from the reported device were checked since the complaint lot number was unknown. Our needle machine runs under validated and routinely checked parameters. We perform a series of inspections from the needle assembly process to the outgoing process to ensure that the assembled needles are in good condition before shipment. Therefore, our process is assured. The total quantity affected by this issue was not tracked but was estimated to be more than 10. Therefore, this report is for the eighth issue. Please see section h10 for the other related reports. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a needle appeared crooked and caused a needlestick injury during the recapping process. Additional information received on 28 jul 2025: indicated that the estimated blood loss was less than 250 cubic centimeters. Additional information received on 29 jul 2025: clarified that the incident occurred during the procedure of drawing up vaccines. The veterinary technician or doctor of veterinary medicine was immediately impacted by being poked by the needle. No blood tests were performed, and the affected staff member is reported to be in good condition.